Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported she tried to lift her father when she was not supposed to. Her device has not been right since she tried to help her dad, and her device is kind of messed up. The caller stated it took 3-4 hours to charge. The caller stated it was an internal problem, and she was going in on friday, (B)(6) to have a procedure to help fix it. The caller stated in the mean time she was in a lot of pain, because she could not use her ins. The caller stated she thinks the "rod" is dislodged (caller states she can feel the "rod" near her coccyx bone), but the MRI and x-ray showed that everything was okay. The caller stated that on friday they were going to "tweak" it a little bit and give her some cortisone shots in one side to see how that effects it. The caller stated it was really painful on the left side. The caller stated that she has neuropathy, spinal stenosis, and scoliosis, which all started after the device was implant. The patient reported at a later date that they see their neurologist once a year for an MRI after the implant was inserted in 2015. They had l4 and l5 neck fusion prior to 2015 due to a fall. In 2015, they were rear-ended in a work zone and did not want pain medication i.e. Opioids. The patient had been in for adjustments numerous times as they were still experiencing pain. In (B)(6) 2017, the MRI showed scoliosis. The patient had neuropathy due to the previous fusions and spinal stenosis. The patient was told it would be like a domino effect over time. They were and still had sciatic pain. The patient reported steps taken to resolve the neuropathy, spinal stenosis, and scoliosis were that their primary doctors and neurologist told them no lifting, limited activity, and no work. The patient had another MRI in (B)(6) 2017. The patient reported as their dad was dying, they had to help their mother lift and move him until he was hospitalized. At the time, the unit was not charging properly and they were now on pain management injections, which were not working. There were now two herniated discs that would eventually need fusions. The patient reported steps taken to resolve the device problem and pain were injections started on (B)(6), and it was still not alleviating the pain. The device was put on the lowest setting as it was not working to help the pain. When the device is adjusted to a higher level, the pain level rises and they cannot breathe. Due to moving and lifting their dying father, the patient reported everything worsened, referring to the circumstances that lead to the device not being right and wire dislodged near coccyx bone. Due to limited to no significant exercise, the patient gained (B)(6)pounds. The patient reported they use a cane while walking. The patient believed the weight gain was hindering the transmitter from working better than it should. "When it even works, meaning having the transmitter on lower/different settings, was doing nothing to take away the pain." No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was getting an MRI as there is a lead wire on the left hand side down near the coccyx and it seemed that it had moved out of place. The caller stated that the therapy was not doing them any good. The caller stated that they took an x-ray, but want to do an MRI. It was reviewed with the caller that to check their eligibility for having an MRI they need to activate MRI mode. It was reviewed how to enter MRI mode, but was unsuccessful because they are only seeing an ins battery low message. It was recommended that the patient charge the ins to enter MRI mode. The patient saw poor coupling when recharging and had zero boxes. The patient was asked to reposition the antenna over the ins and the patient had 8 coupling bars. It was reviewed that the recharger dial works and that they have antenna locate to also trouble shoot poor coupling if needed. The patient stated that with 8 coupling bars it takes them 3 hours to charge halfway. It was reviewed that it is normal for it to take 6-8 hours to charge the ins. Later in the call the caller stated that their coupling boxes dropped to 4. No further complications were reported or anticipated.